Event description:
The following day on (B)(6) 2022, the patient went into bradycardia, then pulseless electrical activity arrest and expired while on impella cp support. It is unknown what caused the patient's outcome. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor.

Manufacturer narrative:
Section b5: additional information regarding patient outcome and report that the patient experienced bradycardia and cardiac arrest while on impella support. Additional codes added to h6: health effect - clinical code added 1751, 1762; health effect - impact code added 1802; medical device problem code added 2616 as this was not previously reported. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. Corrections to the following sections from initial MFR 1220648-2024-17265. Section b2 - death and date of death have been added. H1 - type of reportable event corrected to death. Section d6a / d6b: implant and explant date were corrected.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 87-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced oozing at the insertion site. Expressar was placed over site to control oozing. The patient was also in a rapid atrial fibrilation and amiodarone glucose tolerance test was started, while also receiving dose of adenosine. Low heart pulsatility was noted on impella, but appropriate flows and positioning. It was also reported that the impella position in aorta alarmed. The impella turned to p2 and alarm resolved. On echo positioning looked to be in too deep and possible near mitral valve. The impella was pulled back and away from mitral valve, the tuohy-borst valve was locked. The impella was turned back to p9 and they didn't have any more alarm issues.